Event description:
It was reported that after an open exploration, reduction and internal fixation for the avulsion fracture of the left lateral condyle of the humerus in which a kirschner wire and ultrabraid suture were used to help fix the fracture end, the ultrabraid suture was exposed, and the patient was treated in the outpatient department. The symptoms did not improve after repeated treatment and the patient underwent a debridement and exploration of the left elbow wound and removal of foreign bodies. During the operation, it was found that the inflammatory granuloma wrapped the original internal fixation super strong suture, and the inflammatory tissue around the suture proliferated. No additional complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. As of the date of this medical investigation, the requested clinical documentation including the operative report or imaging has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported cannot be determined. However, it was communicated, ¿the operation site of the patient healed after operation,¿ and no additional complications were reported. No patient injury has been reported. Therefore, no further clinical/medical assessment is warranted. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation